Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and drive support cap was flush. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer got low reservoir alarm. Customer was able to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low reservoir anomalies noted. The drive support disk was inspected and no anomaly noted. No motor error alarm noted. Motor passed motor test. (B)(4).